Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of "hi" (any reading above 500 mg/dl are reported by the meter as "hi"), 422 mg/dl, 414 mg/dl, 211 mg/dl and 158 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been returned. A follow-up report will be completed once the investigation results are available. It should be noted, the customer reported she did not wash her hands prior to testing, a known cause of imprecise readings.

Manufacturer narrative:
(B)(4). The customer's product has been returned. A follow-up report will be completed once the investigation results are available. It should be noted, the customer reported she did not wash her hands prior to testing, a known cause of imprecise readings.